Event description:
It was reported " 50 cc [catheter] was removed from packaging and inserted into the patient. The proximal portion of the balloon would not inflate, the distal portion of the balloon [also] would not inflate. Removed balloon and placed new [catheter]". The catheter was removed to complete the procedure and a new catheter was placed in the same insertion site. No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " 50 cc [catheter] was removed from packaging and inserted into the patient. The proximal portion of the balloon would not inflate, the distal portion of the balloon [also] would not inflate. Removed balloon and placed new [catheter]". The catheter was removed to complete the procedure and a new catheter was placed in the same insertion site. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The reported complaint for "balloon would not inflate and the distal balloon did not inflate" was confirmed upon investigation of the returned sample. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a ziploc bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was noted at approximately 39.0cm from the iabc distal tip (inp-4); liquid blood was noted within the sheath sidearm (inp-4). Buckling to the teflon sheath extrusion was noted at approximately 14.2cm to 15.2cm from the distal end of the teflon sheath (inp-6). The one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-7). A bend to the iabc was noted at approximately 31.0cm from the iabc distal tip (inp-8). The iabc central lumen within the flex-tip assembly area was noted damaged; the entire flex tip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip (inp-9). Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end (anp-1, anp-2). The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen (inp-9). The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. The returned 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A CAPA has been initiated under teleflex's quality system to address this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.